Manufacturer narrative:
Product recall was initiated on august 21, 2007. (B) (4)

Event description:
Patient felt pain and swelling 10 weeks after arthroscopic acl reconstruction using a calaxo screw on the left knee. A diagnostic arthroscopy of the left knee was done to remove the bone reaction from the tibial side and bone graft in with 30 cc of bone chips three years after original surgery.